Event description:
It was reported by service report that the IV pole receptacle was broken and there was potential for the pole to fall in an unintended direction. No pt involvement or adverse consequences are reported.